Event description:
Philips rec'd a report from a customer that the over-head tube is intermittently hard to move. The radiographer was not able to complete the exam. She developed a tear in the shoulder which required to be treated via an operation.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Int. (B)(4).